Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent a trial lead implant surgery on (B)(6) 2016. During surgery, the trial lead became stuck in the epidural needle. While attempting to pull it out, 3 electrodes broke off of the lead. The 3 electrodes remained in the patient outside of the epidural space. The trial implant procedure was completed with another lead of the same lot number. The patient underwent surgical intervention on (B)(6) 2016, where the 3 electrodes were removed.